Event description:
It was reported that a company rep was having problem with 2 of her programming wands. The rep stated that neither wand would interrogate her demonstration generators. The power light on both wands stayed illuminated for more than 30 seconds, both wand batteries were alkaline, the connections to the handheld device were secure, and the handheld was not plugged into the wall. It was verified that emi was not a factor. The company rep stated that the data received light would not illuminate and performing a reset on the wand did not resolve the issue. The programming wands along with serial adapter cable for the company rep's (B)(4) handheld device was returned to the MFR for analysis. There were no issues identified with either of the programming wands returned. Both wand performed according to specs. During analysis of the serial cable, it was identified that there were four broken wire connections in the (B)(4) connector plug assembly. Once the wires were soldered back onto the (B)(4) connector plug pcb, the serial cable was able to establish communication between the hhd and wand. The most likely cause for the wire breaks can be associated with mishandling of the serial cable. No further anomalies were identified.

Manufacturer narrative:
Conclusions: device failure occurred, but did not cause or contribute to a death or serious injury.